Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a bypass procedure the device was fired and an incomplete staple line was formed. Some staples were not fired. New instrument was opened to complete the procedure. There was no pt consequence.